Event description:
The customer indicated that plt results reported in this event occcurred over a period of 3 months and provided results from 3 separate pt samples. Pt a: plt result from microtainer #1 was 165 10 3 cells/ul and was reported out of the lab. Approx 3 hours later, the customer ran the pt 2nd sample (microtainer #2, drawn at the same time as the 1st one) for plt. Plt result of 220 x 10 3 cells/ul was obtained. A corrected report has been issued. Pt b: plt result was 203 x 103 cells/ul. The pt original sample was vortexed for 2 minuts and then re-tested for plt. The repeated plt result was 287 x 10 3 cells/ul. Pt c: an initial plt result (sample collected in edta tube) was 161 x 10 3 cells/ul. Plt result from sample drawn in citrate tube was 243 x 10 3 cells/ul. Pt c: an initial result (sample collected in edta tube) was 161 x 10 3 cells/ul. Plt result from sample drawn in citrate tube was 243 x 10 3 cells/ul. It is unk if there was any change to pt treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Investigation summary pt a' smear (1st microtainer) showed 1+ to 2+ plt clumps. No plt clumps were observed on 2nd microtainer. Pt b' smear showed 3+ satellitism (plt climbing to wbc). After sample vortexing, satellitism disappeared, but 1+ plt clumps were noted. The customer indicated that pt c has a known history of plt clumps from samples collected in edta tubes. A field service engineer (fse) was dispatched to the customer lab. The fse performed latex calibration on cbc portion. The fse verified that rbc apertures were in good shape and balanced. The fse verified that sweep flow and sample delivery were working properly. The fse verified qc was within specifications for all plt parameters. The fse product labeling: "beckman coulter, inc. Does not claim to identify every abnormality in all samples." A clear root cause was not determined in this event. A malfunction will be assumed for the purpose of this report.